Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump ran out of insulin while the customer was sleeping. Customer did not realize pump was going to run out of insulin and would be more vigilant about insulin levels there was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.